Manufacturer narrative:
Clarification to b3: partial date of feb/2025 provided. Continued e1 -- alternate phone number: (B)(6). Clarification to h6: health effect - clinical code e2402 represents the reported events of "skin laxity, skin sagging, dog ears." The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "skin laxity, skin sagging, dog ears."

Event description:
Healthcare professional reported "skin laxity, skin sagging, dog ears" and "capsulorrhaphy baker grade I". This record is for the left side. The device remains implanted.